Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly and the pump shutdown unexpectedly. The customer's blood glucose (bg) level was impacted (500 mg/dl). The customer's mother administered a manual injection and the customer was taken to the emergency room (ER). By the time the customer had arrived at the ER, the customer's bg level had lowered to under 250 mg/dl. The customer was noted to have large ketones and oral fluids were administered. The customer left the ER after a few hours and reverted to the use of a backup pump until the replacement t:slim g4 pump was received.